Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). After predilation with a 2.75x20mm maverick balloon catheter, a 145 guidezilla¿ guide extension catheter crossed the lesion. A 3.00x32mm synergy¿ stent was then advanced to treat the lesion. Upon removal of the guide extension catheter, it was noted that the distal part of the catheter was distorted and the stent struts were slightly damaged. The device was removed and the procedure was completed with another guidezilla¿ guide extension catheter and another 3.00x32mm synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, overlapping and bunched in a distal direction. No damage was noted on the distal side or the midsection of the stent. The outer diameter (od) of the undamaged part of the crimped stent was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). After predilation with a 2.75x20mm maverick balloon catheter, a 145 guidezilla¿ guide extension catheter crossed the lesion. A 3.00x32mm synergy¿ stent was then advanced to treat the lesion. Upon removal of the guide extension catheter, it was noted that the distal part of the catheter was distorted and the stent struts were slightly damaged. The device was removed and the procedure was completed with another guidezilla¿ guide extension catheter and another 3.00x32mm synergy¿ stent. No patient complications were reported and the patient's status was stable.